Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced mattress slides off litter. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The 2 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated.

Event description:
No new information.